Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The device history record was unable to be reviewed for this device since the serial number was not provided. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. Based on the results of the investigation, this is a matter of a medical complaint. The subject device can either be assumed to be in standard condition or can be judged to be in standard condition based on an available inspection. Regarding the assessment of the medical complaint concerned, an olympus device may have contributed to this event based on the clinical assessment. Olympus will continue to monitor field performance for this device.

Event description:
The user facility reported to olympus that during polypectomy using this electrosurgical system generator and single use electrosurgical snare sd-400, the user cannot cut, even stepped twice with 20w. The excision was performed with a pulse cut of 30w however, bleeding occurred. The customer attempted to stop the bleeding using a non-olympus device at 50w but failed even after increasing the power to 60w. After that, the power was increased to 67w and burnt off, and the bleeding was stopped with a clip to complete the procedure. After an overnight stay, the patient was discharged. The patient complained of abdominal pain and was readmitted. Hemostasis was performed again with a non-olympus device. The following day, the patient developed symptoms of diarrhea. When inspected, as reported to olympus, perforation had occurred due to baking. An operation has been planned. There were no reports of further patient or user harm associated with this event. Case with patient identifier (B)(6) reports the single use electrosurgical snare sd-400 used in the procedure. Case with patient identifier (B)(6) reports the electrosurgical system generator used in the procedure.

Manufacturer narrative:
To date, this device has not been returned for evaluation. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or when additional information becomes available.